Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a cartridge alarm occurred. The customer experienced an elevated blood glucose (bg) level of 563 mg/dl. Bg level was addressed with a correction bolus via the pump. A cartridge change was performed resolving the issue.